Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using a 12f amulet delivery system. Heparin was administered during the procedure. On (B)(6) 2026, one day following the implantation, the patient was noted to have bleeding, which was observed at the groin. The bleeding was related to the access site of the delivery system. No blood transfusion was required, and the cause of the bleeding was not provided by the customer. Additionally, there were no allegations associated with any abbott devices.